Event description:
The customer and the field service engineer (fse) reported to olympus, during preventive maintenance, the hd camera head had no image. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the camera was in a poor condition due to a kinked camera cable, water leakage test failed due to leaking cable and when connected to the processor, there was no camera image present. This was found to be caused by a fault within the camera cable. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, buckling and flooding failures of the cabling have been confirmed. Therefore, it is possible that the video function did not function properly due to cable buckling and flooding failure, and the phenomenon pointed out [connection failure] occurred. It was recommended that the camera is passed to the workshop for replacement of the faulty camera cable, full inspection and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.